Event description:
Patient in operating room for endovascular abdominal aortic aneurysm repair. After deployment of one of the devices, the delivery system was unable to be removed. With intervention and significant force, the device was eventually able to be removed. The vessel was patent with very good flow without any compression in the common iliac artery malemployed, malfunctioned graft per doctor. There was no evidence of any endoleak. Device in the vendor's possession.